Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. A partial UDI was provided as the lot number is not known.

Event description:
It was reported this was a venotomy closure of small-bore holes in the right common femoral vein (rcfv) with 3 sheath insertions using two proglide devices after a cardiac ablation procedure. All 3 sheaths were wired and the sheaths were removed, leaving wire access in all 3 sites. Reportedly, a proglide device was successfully deployed in the first access site. The footplate was retracted and the proglide device was pulled out of the track until the access site was rewired to maintain access. At this point, the second wire accessed sites was bleeding more than the user was comfortable with. It was decided to advance a proglide device in the second access site to maintain hemostasis while the user performed suture management on the proglide suture that was deployed in the first access site. The bleeding of the second access site was because the sheath had been removed and only a wire remained in other two access sites during the deployment of the proglide device in the first access site. This was intentional to avoid extra sheaths in the vessel during proglide device deployment. The suture knot in the first access site was advanced successfully. When attempting to begin to advance the proglide device in the second access site it was noted to be entrapped and unable to move. There was no vessel damage. A vascular surgeon was called for a cut down. It was found that the proglide device in the second access site was entrapped by the proglide suture that was deployed in the first access site. There was a clinically significant delay as the patient had surgical intervention to remove the device. Hemostasis at the three access sites was achieved via surgical suturing. The patient remained stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices. Factors that may contribute to difficult to advance include but not limited to difficult insertion, patient femoral vessel/anatomy variables. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.correction h6: medical device problem code 2920 was removed.